Manufacturer narrative:
(B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -13.50/+3.5/091 (sphere/cylinder/axis), into the patient's right eye (od), on (B)(6) 2020. The lens was removed on (B)(6) 2022 due to lens rotation not associated to a low vault. The lens was replaced with a longer lens and the problem was resolved.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim#: (B)(4).